Event description:
It was reported that there was an unknown issue with the permanent cautery hook (pch) instrument during a surgical procedure. The procedure was completed with a back-up instrument of the same kind, and there was no reported patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the reporter informed that all instruments were sent to isi for evaluation. The surgeon recalled that there was a hook with a frayed wire and no problems were encountered other than replacing the instrument. No other details could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis found the pch instrument to have a broken conductor wire at the weld. The distal was disassembled during the in-house testing for further inspection. It was noted that the pch instrument failed the electrical continuity test. The root cause of this failure is attributed to the device design. A visual inspection found the pch instrument had thermal damage on the monopolar yaw pulley at the weld. The root cause of this failure is attributed to device design. Further evaluation found the pch instrument had damage of the conductor wire¿s insulation near the conductor wire break. As a result, the wires inside were exposed. The root cause of this failure is attributed to a component failure. During the disassembly of the distal, it was noted that the pch instrument had a missing conductor cap. The conductor cap was not returned with the instrument. The instrument had 7 lives remaining. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer last used the pch instrument part# 470183-14 lot# n10190210-0066 on (B)(6) 2021 during a cholecystectomy procedure with system (B)(4). The instrument had 7 lives remaining. This last usage of the device was before the reported event date. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this event is being reported due to the following conclusion: the permanent cautery hook (pch) instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. In addition, there was evidence of thermal damage to the weld with no indication or claim of user mishandling or misuse. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. The following additional information was obtained through advance failure analysis (afa). The initial failure analysis (fa) was confirmed. Additional log reviews were performed to check for any unusual error, but none were found. The initial analysis was confirmed and the root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.